Event description:
It was further reported that the patient's status following the event is recovered/resolved. The index procedure result of time flow 0 was initially reported and correct result was timi iii flow. The patient discharged one day later was initially reported and the correct discharge date was two days later.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, myocardial infarction and in-stent restenosis occurred. In (B)(6) 2010, the target lesion located in the 100% occluded first diagonal of the left anterior descending artery with timi flow 0 was treated with pre-dilatation and implantation of a 2.25 mm x 20 mm taxus liberte stent. The lesion was dilated once more and a 2.5 mm x 15 mm promus stent implanted, resulting in 0% stenosis with timi flow 0. The patient was discharged on plavix. In (B)(6) 2012, the patient presented with indigestion type chest pain and myocardial infarction. Angiography was performed and the in-stent restenosis of the diagonal stent, with 80% luminal reduction, was treated with implantation of a non-bsc stent. The patient discharged the next day.